Event description:
Cable not connecting to catheter to mapping system, even though signals present on pruka. No patient harm occurred another 20 cable was opened to finish the case. Vendor notified manufacturer response for electrophysiology catheter connector cable, ensite x ep system catheter connector cable (per site reporter).